Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During device preparation, an air leak occurred. After the sheath was placed, air was aspirated from the hemostasis valve. The procedure was completed without replacing the introducer with no adverse consequences to the patient.